Manufacturer narrative:
(B) (4). (B) (4). Broken ramp - bent cam. Evaluation summary: the analysis results found that the el5ml device was returned with the cam damage and the jaw broken at the right ramp. The device was cycled and ejected the remaining clips due to the returned condition. A corrective action has been initiated to address the root cause of the broken jaw issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was misfiring. The head of the device became detached after being pulled out of the trocar. Another device was used to complete the case with no patient consequence.